Manufacturer narrative:
Correction: g.4.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis. As a result, the patient¿s pd catheter (not a fresenius product) was removed. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, medical history, hospital records, medication records, causality, patient demographics) were unsuccessful.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis. As a result, the patient¿s pd catheter (not a fresenius product) was removed. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, medical history, hospital records, medication records, causality, patient demographics) were unsuccessful.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the a visual inspection of the returned cycler exterior showed no signs of physical damaged. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The touchscreen test passed. The system air leak test passed. Valve actuation test passed. Voltage verification check passed. The teach pumps test passed. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis. As a result, the patient¿s pd catheter (not a fresenius product) was removed. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, medical history, hospital records, medication records, causality, patient demographics) were unsuccessful.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse event(s) of peritonitis, which required hospitalization, and the removal of the patient¿s pd catheter (not a fresenius product). The etiology of the patients¿ peritonitis (or any associated complications) could not be determined; therefore, causality could not be established. However, there is no record the patient or pdrn requested a replacement liberty select cycler, nor was any malfunction or deficiency of a fresenius device(s) and or product(s) reported. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Based on the limited information available, it cannot be determined if the patient¿s liberty select cycler or liberty cycler set played a causal or contributory role in the serious adverse event(s). There is currently no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunction or deficiency occurred. However, given the lack of clinical data (e.g., discharge summary, causality, organism, medication regime), treatment data, and no evaluation of the fresenius product(s) or device(s), this clinical investigation cannot exclude the liberty select cycler or liberty cycler set from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.